Event description:
It was reported that patient¿s implantable cardioverter defibrillator was nearing normal elective replacement indicator. After receiving appropriate therapy during a ventricular tachycardia storm, patient and physician decided to prophylactically replace device due advisory, in case it reached elective replacement indicator or premature battery alert on a weekend. Device was explanted and replaced successfully. Patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).